Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed to recover. A field service engineer (fse) powered down the unit, removed full height drawer 4, and inspected components; verified inseparable magnet was present. Reinstalled the drawer, accessed hardware test application, and confirmed false open status requiring manual operation, then replaced the faulty position sensor. After reinstalling, observed a red ds5 indicator, powered down, and replaced the retractor band; drawer still failed to open. Subsequently replaced the solenoid, but no change was observed. Further inspection revealed the root cause as an overfilled pocket applying pressure to the drawer. Removed excess medication, after which the drawer operated normally and functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 will not recover and kept failing, when trying to recover it would recover after few attempts but failed when accessed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 will not recover and kept failing, when trying to recover it would recover after few attempts but failed when accessed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 will not recover and kept failing, when trying to recover it would recover after few attempts but failed when accessed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.